Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative, the lead dislodged and fell into the coronary sinus overnight. It was noted that the patient had difficult anatomy. The lead was moved from the right atrial to the right ventricle and remains in use. No patient complications have been reported as a result of this event.